Manufacturer narrative:
The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Further information has been requested for this report, it has been confirmed that currently no further information is available. Siw will continue to monitor for trends. Device not returned.

Event description:
A new prescription form has been received due to a peri-prosthetic fracture. It has been further reported that the tibial component has loosened.